Event description:
Information received from the field notes that initial bipolar lead impedance was <250 ohms and a four second loss of capture was observed. A second lead impedance reading gave 560 ohms. Although pacing and sensing thresholds were excellent, x-ray revealed a clavicular crush. Therefore, the lead was replaced.